Event description:
The facility reported a flo-gard infusion pump with failure code 94; this condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flogard infusion pump with a f94 alarm was confirmed during evaluation. The cause of this condition is due to incorrect configurations settings. The device configuration option settings were reset per the service manual to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.